Event description:
The entire device was removed from the pt. Pt alleges that it was improperly placed; that he was not properly measured for size, that he experienced constant soreness, pressure and problems, further that he was unable to obtain an erection and also believes that it leaks.